Manufacturer narrative:
Field service engineer (fse) was dispatched to customer site to evaluate system. Fse trouble shot the system error codes and determined there was an issue with the resonator. The resonator was replaced and returned to the MFR for eval and repair. Eval of the resonator found the diode had shifted and the coating on one lbo crystal had delaminated. Diode shift can be caused by several different things i.e. Age, restricted micro channels, and gold delaminating from micro channels. The lbo coating delamination was likely attributed to moisture not controlled by desiccant, which is recommended to be replaced every 6 months.

Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction, which would not allow the procedure to be completed with this system. Turp was used to complete the procedure.